Manufacturer narrative:
Additional information: a product sample was received at the manufacturing site but was unable to be evaluated as it was inadvertently misplaced. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The description of the particulate is consistent with the plastic wrench. It is possible, that the phaco tip wrench is being over torqued when placing onto the handpiece or the tip is being pressed incorrectly into the wrench during the manufacturing process. The root cause for this event is unknown. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
An ophthalmic surgeon reported a foreign body was noted in the patient's eye at a postoperative visit. A second procedure was performed on the patient to remove the foreign body. The procedure was completed without harm to the patient. The patient returned for a follow up and has fully healed.